Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with transvaginal hysterectomy/ bilateral salpingo-oophorectomy, and cystoscopy, due to symptomatic pelvic relaxation, uterine prolapse, and urinary stress incontinence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with enterocele closure and anterior vaginal repair. The patient experienced pain and urinary problems. (B)(4).